Event description:
On (B) (6) 2010 the pt reported that on (B) (6) 2010 he woke up with his insulin infusion device alarming an e4 (occlusion) error. His blood glucose was 313 mg/dl with his normal range being 80-120 mg/dl. He changed his infusion set tubing and bolused 3 units of insulin. He stated the same thing happened on (B) (6) 2010 and his reading was 295 mg/dl. He changed the tubing and bolused 3 units of insulin. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and requested to be returned for evaluation.